Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported in a farapulse pms study, the patient has a history of sick sinus syndrome and after continuous intervention, the patient pre-existing condition worsen. A pulsed field ablation was performed to treat atrial fibrillation. The procedure was completed successfully. The physician's evaluation indicates that the event is not related to the product. The farawave catheter is not expected to return as it was discarded. It was further clarified that the correct procedure date is (B)(6) 2025. The physician considers the deterioration of the patients pre-existing condition to be the cause for this event. The patient was admitted into the hospital and discharged on (B)(6) 2025. No further information is available.